Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-09. H6: investigation summary: one 3ml syringe in a sealed blister package from batch #0084447 was received. The sample was visually evaluated. Multiple brown embedded brown foreign matter spots were observed from the flange to approximately halfway up the length of the barrel. These brown spots appeared to be degraded plastic. The syringe was rejectable per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified. Batch #0084447 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle experienced foreign matter in the device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: material no: 309570, batch no: 0084447.  During a refill for one of our prescriptions, I was taking out one of the syringes out of the box and immediately noticed it was contaminated with some type of dark matter that looked like bugs or blood. This was not present in any of the other syringes we have.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary.

Event description:
It was reported that the bd 3ml syringe luer-lok" tip with bd precisionglide" needle experienced foreign matter in the device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: material no: 309570, batch no: 0084447. During a refill for one of our prescriptions, I was taking out one of the syringes out of the box and immediately noticed it was contaminated with some type of dark matter that looked like bugs or blood. This was not present in any of the other syringes we have.